Manufacturer narrative:
Two 8f angio-seal evolution devices were returned for evaluation. One device was used and another was unused. For the used device, there were broken pieces of the hemostasis sheath visible on the various locations on the plastic pouch. As returned, the carrier tube hub was separated from the greater length of the tube. There was slight yellow discoloration observed on the sheath. The returned pieces of the hemostasis tube were checked for maneuverability and they shattered upon application of minor force. The sheath tubing cracked in multiple locations distal to the hemostasis hub. The damage was consistent with exposure to ultraviolet light and subsequent material degradation. No other visual anomalies were noted. For the unused device, the hemostasis tube hub was returned lodged in the plastic tray but the greater part of the tube was fractured and detached form the hub. It crumbled into pieces upon application of minor digital pressure. No anomalies were noted on the carrier tube or any other plastic components. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar report with the involved product code/lot# combination. The user facility reported similar events. See mdrs 2243441-2017- 00179, 2243441-2017-00181, 2243441-2017-00182, 2243441-2017-00183, and 2243441-2017-00184. There is no evidence that this event was related to a device defect or malfunction. The complaint is confirmed. The damage on the device was consistent with exposure of the sheath to the uv light. However, the angio-seal evolution IFU tis-827-11232016 was reviewed and the symbols on page 10 clearly illustrate within the labeling that the device should be kept away from sunlight and uv light. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture with the involved angio-seal evolution. The following information was by the user facility; the sheath is fractured within first/proximal inch of sheath near device hub; the sheath was not opened when the fracture was noted, before packaging was opened; and occurred pre-treatment, no patient was involved.